Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in with a stuck door sensor key and the top socket slides loosely. Functional testing found the device was leaking. The psi measured 5.6 on the tower which was in specification. Root cause was attributed to a worn bladder bag. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced bladder bag, door key sensor, tightened screw on the top socket slide. Installed new o-rings and fan guard for the preventative maintenance (pm). Performed pm testing, which passed.

Event description:
Additional information received via email. Event occurred while trying to work with a patient and was switch out when it did not work. There was no patient injury.

Event description:
It was reported that the device does not infuse. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.